Event description:
(B)(6) 2020: physician scheduled a patient for navigational bronchoscopy w/ ebus. Patient received same day CT scan, and cd was burned to be imported into planning station. While importing data the physician reviewed CT on isight desktop at hospital. While waiting for disk to finish burning, patient was brought into procedure room, and at this time it had been 20 minutes of waiting for it to load so the veran representative walked around the corner to CT to confirm that they did not include scout scans on disk as we had instructed. As it turned out, the tech had included scouts, and proceeded to quickly burn a new disk. When the veran representative brought the disk to room the anesthesiologist was giving the patient nitrous oxide to begin the anesthetic for the procedure. The veran representative quickly cancelled the plan that had still not uploaded and told the physician hei was hopeful this new disk would load in 10-15 minutes. The disk took 10 more minutes to load, then once clicking through the carina selection screen, the software crashed. It would not allow us to reopen planning, and the physician said he would like to cancel the procedure and ebus and complete them on (B)(6) 2020 instead. The patient stopped receiving nitrous oxide through the mask and the physician rescheduled him for (B)(6) 2020. Updated (B)(6) 2020: patient received navigational bronchoscopy with no issues, procedure lasted 12 minutes and physician took multiple samples with forceps, 19g, and triple needle brush.